Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. The following information was requested, but unavailable: are you able to confirm if the staples were properly formed? The product specialist has advised that he is unable to obtain further information.

Event description:
It was reported that during a lung transplant procedure, the staples came half way out and then wouldn't release from tissue. The device was removed from the tissue but the staples remained. Another like device was used to complete the procedure. It is unknown if there was a surgical delay. Patient outcome is unknown.

Manufacturer narrative:
(B)(4).batch # p55h5n. The analysis results showed that the tx30g device arrived with no apparent damage and with one reload present. The reload was received damaged as the rear cap was detached as the weld was sufficient in addition with only one staple present and protruding. It is possible that the reload was not loaded correctly. To reload the device the tracks on each side of the reload should be used as guides to align the reload within the jaws of the instrument. When the reload is properly aligned, push the reload into the instrument until it is fully seated and a click is heard. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.